Event description:
A ventilator was returned to a third party svc center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the ventilator at a third party svc ctr, the device failed to power on. The device's power mgmt board was replaced to address the issue.